Event description:
On (B)(6) 2009, the pt reported that, while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber and a small amount of insulin spilled into the chamber. She was able to detach the plunger from the piston rod. She dried out the cartridge chamber with a cotton swab. No blood glucose concerns related to this issue were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.